Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there have been no other complaints reported for this failure mode within this lot. The customer returned only the volcano revolution catheter. Visual and microscopic inspection was performed on the device and no damage was observed along the shaft. A bend was observed near the telescoping section but since that portion of the catheter remains outside the body, it was unrelated to the complaint. A .0145" mandrel was passed through the guidewire lumen without resistance. We were unable to determine what may have caused the entanglement between the guidewire and catheter. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The revolution catheter was introduced over an asahi sion blue 0.014" guidewire and advanced to the site of interest. After imaging, the doctor attempted to remove the catheter and found that it was stuck on the guidewire. The catheter and wire were removed as a system. No pt injury was reported.